Manufacturer narrative:
The investigation for the reported pump stop) has been completed. The product was returned and the pump stop was confirmed. The root cause of the pump stop was determined to be bearing wear. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention after a spontaneous coronary artery dissection was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump unexpectedly stopped pumping. The patient was hemodynamically unstable and required an additional pump. The impella cp was successfully explanted and replaced with a new impella cp.